Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient list was slow to load. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient list was slow to load. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the patient list was taking long to load for 1 user. A technical support specialist (tss) verified that the station performance was slow. Upon investigation, high fragmentation in the database was identified. A full synchronization was scheduled with the customer for the device. The specified device was successfully synchronized, and the station speed returned to normal. The system functioned as intended after the technical support specialist (tss) troubleshot the device.